Event description:
A customer reported that during a cataract with iol (intraocular lens) implant procedure, the equipment displayed a system message and locked. The equipment was exchanged and the case was able to be completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the host module. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause has not yet been determined. (B)(4).